Event description:
The patient experienced increased pain, flu-like symptoms, and chills. Accessing the pump was difficult and at time not possible due to patient fluctuations in weight and pump flips. The dosage was adjusted multiple times and break-through pain medications were prescribed. A catheter dye study in early 2007 showed that the catheter was ok. The hcp was able to aspirate 3 mls. The pocket was revised; the pump was replaced. The hcp reported the patient outcomes as 'no injury, recovered without sequela'. The pump was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Final device analysis revealed 'no anomaly found, normal device function'.